Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis, coincident with peritoneal dialysis therapy. The suspected peritonitis was manifested by cloudy effluent. On an unreported date, the patient was hospitalized for the suspected peritonitis event. The cause of the suspected peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the suspected peritonitis event. On unreported date(s), the patient was performing ¿flushing¿ as treatment for the suspected peritonitis (no further information provided). It was not reported if dianeal therapies were ongoing. The patient was recovered from the suspected peritonitis. No additional information is available.